Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax that required chest tube placement and hospitalization. The physician reported that the pneumothorax was discovered before any biopsies were taken. The target nodule was 2.3 cm in size and located in the inferior segment of the lingular lobe about 2 cm away from the pleura. The physician was navigating toward the target nodule and was approximately 2-3 cm away from the desired location when a glistening surface was observed. Cone beam computed tomography (cbct) spin using cios spin images helped confirm the clinical suspicion of a pneumothorax. A chest tube was placed resulting in a 20¿25 minute procedure delay. The biopsy procedure was then completed. The patient required a three day hospital stay before being discharged home. The physician believes the ion system caused or contributed to the pneumothorax as it was discovered while driving the bronchoscope towards the desired location; however, the physician could not identify any specific device issue.

Manufacturer narrative:
A review of the system logs for the reported procedure date did not find any errors that are relevant to the reported event. A review of the state logs for the reported procedure date show that the catheter followed the user¿s commands as expected for both insertion/retraction (commanded by the scroll wheel) and articulation (commanded by the trackball). There was no unexpected behavior observed. A review of the customer provided procedure video by the clinical development engineer shows the user biopsying one target in the right lower lobe, then navigating to a new target in the left lower lobe when a ¿patient motion: consider doing registration. Continue at controller touchscreen.¿ - alert is triggered, which occurs when sensors detect a significant abrupt catheter motion without controller input. The user recovers the message, then continues advancing the catheter blindly (only lung tissue can be observed) until the catheter pops out of the pleura, entering the pleural space. The user retracts the catheter a bit, then performs a cone beam computed tomography (cbct) spin, pauses for a few minutes, updates the target, then proceeds to navigate to and biopsy the second target. Additional intuitive medical safety officer input to the video review clarifies that during navigation the catheter is driven out of the airway into the lung parenchyma. The catheter continues to be driven through lung tissue until entry and visualization of the pleural space is noted. Upon entry and visualization into the pleural space a pneumothorax is noted. The pneumothorax may have occurred at the time of entry into the pleural space or possibly before entry into the pleural space during navigation. The user manual states, ¿navigation of the catheter through the airways should be performed in a minimally traumatic manner by attempting to stay in the center of the airways at all times. Warning: only advance the catheter under live visualization from the vision probe (live view).¿

Manufacturer narrative:
H11: correction to paragraph 3 of the initial medwatch investigation. A review of the customer provided procedure video by the clinical development engineer shows the user biopsying one target in the right lower lobe, then navigating to a new target in the left lower lobe when a ¿patient motion: consider doing registration. Continue at controller touchscreen" alert. [The patient motion message is triggered when the catheter¿s insertion axis deviates by a certain amount at a point proximal to the main tracheal carina.] The user recovers the message, then continues advancing the catheter blindly (only lung tissue can be observed) until the catheter pops out of the pleura, entering the pleural space. The user retracts the catheter a bit, then performs a cone beam computed tomography (cbct) spin, pauses for a few minutes, updates the target, then proceeds to navigate to and biopsy the second target.

Event description:
Refer to h10/h11 for follow-up information.